Event description:
It was reported that during intra-op, the device was overheating more than a minute. There was no patient involved.

Manufacturer narrative:
H3: product analysis: the analysis confirms the overheating of the device. Pre-temperature test of the device was performed and the result was 36.3 °c at front bearing, 53.5 °c at motor, 48.6 °c at rear bearing. During the inspection at the time of acceptance, it was observed that the requested phenomenon and abnormal noise occurred during the operation of the handpiece. Upon conducting an internal inspection, it was observed that parts such as the bearing had deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.